Event description:
At about 1 year and 4 months from the primary, the patient came in presenting anterior knee pain and instability and the cause is unknown. There was no trauma reported. The surgeon revised the patient`s natural patella and revised the 10mm insert to an 11mm insert to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 march 2026. Gmk-spherika 02.12. E0510fl gmk-sphere tibial insert e-cross - flex 5l - 10mm (k202022) lot 2406202: (B)(4) items manufactured and released on 02-apr-2024. Expiration date: 19-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.